Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pause episode from a merlin transmission was discussed. The egm was reviewed, and it appeared to be a false pause episode likely due to loss of contact. No programming changes were suggested at this time and the patient will continue to be monitored.